Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received.

Event description:
Caller states that the tube was in the patient for about three days. The cuff deflated and they could not re-inflate. Patient was on a vent and they had to replace the device.